Manufacturer narrative:
Device returned to MFR.: synergy ous mr 4.00 x 38mm stent delivery system (sds) was returned for analysis. An examination of the crimped stent revealed proximal stent damage. Strut 1 from the proximal end of the stent was lifted and pulled distally. The remainder of the stent was undamaged. The outer diameter of the undamaged section was measured and was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube revealed no issues. An examination of the shaft polymer extrusion found no issues. There were no signs of damage or strain to the port bond. The tip was visually examined and no issues were noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery (lad). After pre-dilatation was performed with a 2.5 x 20mm non-bsc balloon catheter, a 4.00 x 38 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The physician attempted to deliver the device again but the stent strut was damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery (lad). After pre-dilatation was performed with a 2.5 x 20mm non-bsc balloon catheter, a 4.00 x 38 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The physician attempted to deliver the device again but the stent strut was damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.